Event description:
This is follow up#1 to report on 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent an ¿incisional hernia repair with mesh implant¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, adhesions, intervention and removal surgeries.¿ the form lists the conditions that were treated were ¿pain; recurrence; adhesions; intervention and removal surgeries¿ with approximate date of treatment of (B)(6) 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿ethicon ultrapromesh¿ on (B)(6) 2011. The form indicates that this device was revised on (B)(6) 2013 due to ¿incision and drainage of abdominal wall with removal of suture granuloma¿ and was removed on (B)(6) 2013 due to ¿explantation of abdominal mesh prothesis with repair of incisional hernia using biomesh.¿ the patient was implanted with another non-abbvie device, ¿bard ventralight st¿ on (B)(6) 2015. The form indicates that this device was revised on (B)(6) 2016 due to ¿open recurrent incisional hernia repair with mesh; bilateral component separation.¿ the patient was implanted with a third non-abbvie device, ¿bard ventrio st¿ on (B)(6) 2016. The form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11265 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.